Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported aspiration failure when removing silicon with the viscous fluid control during a vitreoretinal surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for this event.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows that the product was released per specifications. The returned sample was visually inspected. A console representing current software versions, were used to test the sample. The consoles could recognize the viscous fluid control (vfc) by illuminating green on the light emitting diode (led) ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. Pressure was stable during testing. Additionally, one syringe was found to be improperly engaged in the adapter of the syringe. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. (B)(4).